Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 419678 implantable pacing lead, implanted: (B)(6) 2010; product ID: 694765 implantable tachy lead, implanted: (B)(6) 2010; product ID: 507645 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.